Event description:
A report was received that the patient¿s ipg was at an angle, causing difficulty charging and pocket discomfort. The patient underwent a pocket revision and was reportedly doing well following the procedure.